Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. (B)(4).

Event description:
The initial reporter stated that they received discrepant results for 34 patients tested with coaguchek xs meter serial number (B)(4), 47 patients tested with coaguchek xs meter serial number (B)(4), 12 patients tested with coaguchek xs meter serial number (B)(4), 9 patients tested with coaguchek xs meter serial number (B)(4), 3 patients tested with coaguchek xs meter serial number (B)(4), and 47 patients tested with coaguchek xs meter serial number (B)(4). All compared laboratory testing (lab result) was performed using the stago neoplastine reagent. Samples tested in the (B)(6) laboratory were tested using a stago compact max instrument. All other laboratory tests were tested using a stago satellite instrument. Each comparison was performed with samples collected from each patient within a 7 hour time span. Test strip lot information was provided for some of the performed comparisons. Lot information is written next to these specific comparisons. The lot numbers provided were: 29494312, 29494711, 29779012, and 29779214. This medwatch will apply to test strip lot number 29494711. Please refer to the medwatch with patient identifier (B)(6) for information related to test strip lot number 29494312. Please refer to the medwatch with patient identifier (B)(6) for information related to test strip lot number 29779012. Please refer to the medwatch with patient identifier (B)(6) for information related to test strip lot number 29779214. No adverse events were alleged to have occurred with the patients.